Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations investigated false negative sample and control results. Given the various issues with the clear housing results, the root cause cannot be properly identified.

Event description:
Customer from cass lake schools in minnesota reported 3 false negative samples with cartridge lot 10654b. There were 3 symptomatic people that tested negative with cue lot 10654b and were later positive with other tests. Customer was unaware about running controls until she got discrepant results. She then ran positive control and the results was negative. Ts advised to stop using that lot of cartridges and will send replacements. Patient 1: student tested was having symptoms. Cue sn (B)(4) and was negative. The same day binax was positive. Patient 2: staff had symptoms. Cue sn (B)(4) was negative, tested the day after with binax and was positive. Patient 3: staff had a spouse that was positive and concerning symptoms. Cue sn (B)(4) was negative. She went to ER and was positive.